Event description:
Reporter noted surgeon requested system be checked after having to perform vitrectomies due to posterior sapule tears. Additional info received from surgeon; ruptures occurred at end of cortical aspiration, with subsequent vitreous loss. Four I/a tip aspiration posrts were viewed under high magnification, three were found to be rough and irregular. Pt went to recovery room in good condition.